Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and a sling and a boston scientific obtryx were implanted. It is unclear on which date the devices were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with cystoscopy on (B)(6) 2005 due to stress urinary incontinence and urgency. It was reported that following insertion the patient experienced pain, pain during intercourse, leaking, continued urinary incontinence. It was reported that patient underwent mesh revision on (B)(6) 2008. The patient had mesh removed on (B)(6) 2009 and had the insertion boston scientific obtryx implant. It was reported the patient had revisions on (B)(6) 2011, (B)(6) 2012. She continues to have pelvic pain, discomfort, urinary prolapse, stress incontinence and needs to use a catheter. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the following procedures: transvaginal taping (B)(6) 2005, cystoscopy under anesthesia (B)(6) 2010, cystoscopy and sling removal (B)(6) 2011,cystoscopy and sling removal (B)(6) 2011. It was also reported that the patient underwent the following procedures: (B)(6) 2012: autologous pubovaginal sling and cystoscopy, (B)(6) 2012: autologous pubovaginal sling removal, periurethral clot evacuation, (B)(6) 2012: examination under anesthesia confirming dense vaginal adhesions and vaginal foreshortening, successful lysis of vaginal adhesion and dilation with bowel sounds to approximately 12 centimeters to stretch vaginal length and successful injection of coaptite totaling 2 milliliters at 3 and 9 ¿o¿ clock positons, (B)(6) 2013: cystoscopy and cadaveric retropubic pubovaginal sling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.